Event description:
After the birth of my child in (B)(6) 2013, I had the essure birth control implants on (B)(6) 2013. I made this decision because I didn't want to have anymore children and don't like pills. After the device things seemed ok, I didn't notice any side effects because I was using the depo-shot for the last month. Once the depo-shot wore off, I did begin to have very painful heavy menstrual cycles that lasted for nearly two weeks. Before 4 days, no cramps, no heavy bleeding and pain my pelvic, this continues to happen monthly. I went to the doctor and he said it had nothing to do with essure implant. About a month ago, I started getting painful headaches pretty much now three to four times per week. I never had headaches before. My weight gain is depressing. No matter what I do the weight won't come off. I'm very depressed and angry all the time. I never had issues like this. I always was happy go lucky person and full of life. I have recently went downward on my sex drive. I feel my life has changed from a year ago dramatically. The only thing I have done differently is have a baby and have my essure implant. No one knows how I or anyone else feels inside only me. I will tell you, I regret having this implant and would not recommend it to anyone. It has placed a burden on my life and my family. I'm truly not the same person I used to be. I understand all of the other complaints out there, someone needs to listen and take into consideration of placing a recall on these implants as they have caused me a lot of pain as well as many others. I have thought about going to a doctor in (B)(6) to have the coils removed, not because I want children, but because I want my normal happy life back without pain and depression of some sort daily.